Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they are trying to get in touch with their local manufacturing representative (rep) because their device won¿t charge. The patient stated that they have been in the hospital with pneumonia since monday. They confirmed that the pneumonia was not related to their device/therapy. The patient declined any troubleshooting assistance over the phone. They stated that they left a message with their rep and will wait until they get in touch with them. No further complications or patient symptoms were reported or anticipated.